Event description:
Blood received from the ed to the stat lab. Lab technician processed blood specimen (dilantin level) on the immulite 1000, and result reported as less than 2.5ug/ml. Based on the result and the patient's history of seizure disorder, the patient was given IV dilantin. Soon after administration, the patient developed signs of toxicity. The original dilatin level was repeated on a different instrument and results were 26.2ug/ml. Repeat draw was obtained and results on the second instrument were 52.2ug/ml. Patient admitted and treated for dilantin toxicity.